Event description:
It was reported that during surgery the cup was impacted. The liner was placed and it sat down to where it should normally sit and was impacted without issue. The surgeon then went on to prepare the stem in his usual manner. When the trial reduction was done the r3 cup spun out of position. The surgeon said that the patient's acetabulum was very poor bone and the repeated attempts to impact the liner in the cup had made the bone too soft to hold the shell properly. He asked for a 3 hole r3 50mm cup to be opened and this was successfully implanted with 2 x 40mm screws. The same liner was removed from the no hole cup and successfully impacted into the 3 hole cup.